Event description:
It was reported that tip separation was observed during preparation. An opticross hd imaging catheter was selected for use. Upon opening the package for the catheter, the physician found that the distal tip was separated from its shaft. The procedure completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that tip separation was observed during preparation. An opticross hd imaging catheter was selected for use. Upon opening the package for the catheter, the physician found that the distal tip was separated from its shaft. The procedure completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned product analysis. No issues were found, the device appears to be in good conditions. No detachments were encountered, and the imaging window was found in good conditions. The lap joint section was observed in good conditions. The distal tip was in good conditions.